Manufacturer narrative:
B5. Describe event or problem- updated.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. A 1.5 mm x 2 0mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that the device was initially inflated at 6 atmospheres. However, on the second inflation before 6 atmospheres, the balloon ruptured. The device was completely removed from the patient.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. A 1.5 mm x 2 0mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.